Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: used product for 2-3 months usage ¿ no issues. Negative leak tests, also used ECG so everything looked good intra-operatively. Good anastomotic incorporation when you looked from the inside. Early leak (day 2 fever), brought back into or and when you looked transanally it was ok, but when you looked laparoscopically you could see peritonitis ¿ could see staples with no grip, inside was holding but only mucosa. When I close, I only bring it within the firing range just a little bit, wait and then fire. Seems like it is pushing out the muscular layer and only holding superficial layer. Staples didn¿t appear to be completely formed. With transanal technique, purse string is different than rectal cuff and you have thicker donuts. If you compress the two ends of bowel, it¿s not enough space when you are fully compressed. When closing, is it difficult? Normally, it¿s easy. Sometimes outside the green area, you feel resistance (if there is colitis or something else). After 15 seconds, do you retighten? It depends, sometimes wait 30 seconds and compress more. Staple form. My impression is that they closed to an appropriate b or almost always. Re-ops ¿ signs of over-compression. Difficult to answer this question. Yes, it looks like muscle tissue is tearing away from the well-formed staples.

Event description:
It was reported that during a lapsc. Transanal tme procedure, there was a post-operative leak after the procedure. There was no delay / issue during the procedure. Date leakage: (B)(6) 2019, (B)(6) 2019: reoperation, drainage abscess, (B)(6) 2019: rinsing, (B)(6) 2019: rinsing, this resulted in an additional hospitalization of 2 weeks for the patient.